Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had an episode and fell. The patient was sent to the emergency room. No further information was obtained. The ICD remains in service. No additional adverse patient effects were reported.